Event description:
A coronary stent with delivery sys was successfully advanced to the largest lesion site in the pt's distal circumflex artery. Upon initial balloon catheter inflation of 7 atmospheres (atm), severe chest pain was reported. Fluoroscopic evaluation revealed restricted antegrade blood flow and an arterial perforation. The sds was withdrawn without complication. The pre-dilation balloon catheter was reinserted to treat the arterial perforation and re-establish coronary perfusion. The pt's condition stabilized and an intra-aortic balloon pump was introduced. The pt was subsequently sent for urgent coronary artery bypass graft surgery. It was reported that the pt's post-operative recovery included bleediing complications requiring blood transfusions and repeat cardiothoracic surgical intervention. There were no additional clinical sequelae reported relative to this event.